Manufacturer narrative:
Three knife samples were received in unopened original packaging including cover foil. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The returned samples were visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint could not be confirmed. It was found that the three unused samples meet the specifications. The actual complaint sample is not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife blade was dull during cataract surgery. An alternate knife was obtained in order to perform and complete the procedure. There was no harm to the patient. Additional information is not available for this report.